Event description:
Ous MDR. It was reported that approximately 111 months after implant the lead was explanted due to low pacing impedance, lower than 200 ohms, noted via home monitoring. Lead insulation damage was suspected.

Manufacturer narrative:
A fragment of the linox s was received as well as a fragment of the corox otw with unknown serial number were received. The distal lead fragment of the corox otw demonstrated severe explantation damages. Due to the extent of the damages a thorough inspection of the fragment was not properly feasible. Subsequently the linox s was visually inspected. Upon receipt, the lead was found cut approx. 40 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. As the proximal lead fragment was not available, the assumed can to lead abrasion mentioned in the complaint text could not be analysed. The analysis of the available lead fragment showed multiple signs of wear. In particular between 10.5 cm and 7.5 cm proximal to the lead tip the insulation was rubbed through. The conductor cable to the shock coil was found exposed in this region. Furthermore a severe insulation damage was found 14 cm proximal to the lead tip. In this area the conductor cable to the shock coil was fractured. During the electrical analysis, the dc resistances of the received conductor fragments were measured. A broken contact in the conductor cable to the shock coil could be confirmed. No further electrical peculiarities were noted. Based on the characteristics of the observed damages, it is reasonable to assume that the lead had been subject to severe mechanical stress over the relatively long service time of more than 9 years. Constant interaction with another implantable device such as a nearby lead should be taken into account. Diagnostic images clarifying this assumption were not available. Further analysis revealed deformations of the shock coil which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.